Event description:
The patient reported not feeling well when near an induction stove. Patient stated "I went to raise my arms and I started to get spasms in my chest." Patient noted that taking a muscle relaxer worked for the muscle spasms. The patient also reported a time when using a cell phone on their shoulder which is on the same side as the device, the patient became dizzy and had to lay down. "I had dizzy spells for 3 days." Patient also reported receiving radiation treatment for skin cancer. "When in there I could feel my heart get all tore up. I have 3 stents and 3 leads in my heart and all the radiation went right to my heart." Follow-up with the listed physician was unsuccessful as the patient has not been seen since 2007. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.